Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet bionic pancreas treated a low blood glucose of 65 mg/dl with approximately 20 grams of carbohydrates, after which blood glucose rose to 238 mg/dl; education was provided on appropriate hypoglycemia treatment and the risk that overtreating lows can lead the ilet to maladapt. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, specifically improper or incorrect procedure with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.